Event description:
A customer reported to philips respironics that a remstar pro cflex device was emitting a noise and that the pt alleged that the noise resulted in hearing loss. The pt reported that the device was in use for two days prior to the pt experiencing the hearing loss. The customer also reported that the pt has a pre-existing condition of tinnitus and that the pt did not seek medical attention. The device was returned to the manufacturer and evaluated for static sound pressure. The testing for static sound pressure determined that the device operated within the required specifications set forth in the design by the manufacturer. The device was also tested at the pt setting of 6.5 cmh2o. The overall sound pressure at the pt setting is 26.1db, approx one-quarter of the decibel (db) level required to cause permanent hearing damage per niosh and cdc 2002 sound standards. The standards specify that sounds in excess of 85db can cause hearing loss or damage based on exposure. Product labeling warns users that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug the device and seek assistance from philips respironics or an authorized service center.

Manufacturer narrative:
The manufacturer concludes the customer's pre-existing condition of tinnitus may have caused or contributed to the customer's hearing loss. The manufacturer determined the device operated to design specifications for noise and did not cause or contribute to the customer's allegation. No further action is appropriate.